Event description:
Procedure type: lap bilateral inguinal hernia repair. According to the reporter, the fist seal of the trocar fell down the port and into the pt cavity. The surgeon was able to remove it through another trocar. The case was completed with the same (initial) device. The operating time and incision were not extended, or bleeding occurred as a result. No pt injury was reported, and the pt is currently doing well.